Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Nurse (B)(6) of the hospital reported via letter that a pt came in with pain. An x-ray was taken and it was observed that the screws are broken.